Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on patient samples that resulted negative when using the simplexa covid-19 direct assay, but were previously tested positive when using a competitor assay (certest viasure). No data from the competitor assay was provided other than the samples previously tested positive. It is not clear which viasure test was used. Information on the targets of the viasure assay were provided by the customer (n gene, orf) and are different than the simplexa assay (s gene, orf1ab). The customer's device and samples were not provided for investigation. Run analysis showed 6 negative results (sample ids (B)(4)). Positive controls were run twice and detected both the s gene (CT = 27.7, 28.3) and orf1ab (CT = 29.5, 29.0) without issues. This indicated the reaction mix was functioning correctly. It was communicated by the diasorin subsidiary that these suspected false negative samples were repeated on the viasure assay again, but matched the simplexa results (all negatives repeated as negative). Following these concorant results, it was determined that the customer's stability and storage procedure was affecting the results of both the simplexa and viasure assays. Retain testing is no longer possible on the kit lot x7761n since it expired on 10/31/2020, but it is likely these samples were compromised either by the unknown utm used and/or the storage conditions of the sample between the viasure testing and the simplexa testing since the repeat test on the viasure also came up negative. This is the 1st complaint on mol4150, lot# x7761n for suspected false negative results. Batch record review showed the critical component, reaction mix mol4151, lot# x7762n, met all qc release criteria prior to kit release. Mol4151, lot# x7762n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 27.1 (s gene) and 27.2 (orf1ab) and the internal control avg CT = 31.0. No malfunctions occurred during qc release testing. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on patient samples that resulted negative when using the simplexa covid-19 direct assay, but were previously tested positive when using a competitor assay (certest). The customer confirmed the alleged false negative results were not reported to a diagnosing physician as this was a sample stability study. No alleged harm occurred. Samples were from different kinds of patients (pre-surgery analysis, follow-up patients, symptomatic, asymptomatic, etc) in several different utm brands. Other than patient sample ID numbers, no other patient information was provided.